Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient was having issues emptying their bladder. Pt stated they believe their device is in need of reprogramming. Pt stated they had worked with a mdt rep in the past to reprogramming their device. Reviewed therapy expectations. Pt was unable to figure out how to connect their 3037 to their ins. Pt was redirected back to their doctor to further address the issue. Emailed rep about in-person education for the pt. Pt stated the event date for their symptoms return is unknown.  No further complications were reported/anticipated at this time.